Event description:
It was reported the pt underwent a diagnostic angiogram using a 6f ultimum introducer. The 6f introducer was replaced with an 8f introducer in preparation for a percutaneous coronary interventional (ptca) procedure. The physician turned away from the pt to prepare the catheter. When he turned back to the pt, blood was present on the drape at the sheath site; the sidearm tubing of the introducer had separated from the introducer. The pt received a blood transfusion. The 8f ultimum sheath was replaced; however, the introducer kinked when the physician attempted to advance the new one. Two additional 8f ultimum sheaths were inserted; the dilators would not advance through the puncture site. The pt developed a hematoma. The ptca procedure was postponed; manual pressure and a femostop were applied to achieve hemostasis. The pt was reported to be recovering. The pt underwent the ptca procedure four days later without complications.